Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown type of drug via an implantable infusion pump. It was reported that the pump sometimes delivers too much medication and sometimes not enough. No interventions were reported. The patient¿s status at the time of event was unknown. No additional information was provided. The onset, product information, drug information, troubleshooting, diagnostics, actions/interventions, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.